Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 256 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery-incorrectly displayed issue could not be verified. Additionally, the alleged battery - not charging issue was verified.